Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a twist clamp. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection was performed with naked eye and magnification, with discolored tubing and a damaged patient adapter noted. The sample did not meet specification. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, and clamp function test. All functional testing performed was acceptable. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.